Event description:
The customer received a blood glucose reading of 166mg/dl on the contour meter, re-tested on a different meter and the reading was 85mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.test strips are not expected to be returned. A new kit was sent to the customer.